Event description:
It was reported that the device was implanted after an implant duration of zero days, due to unk reason. No further info was provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.